Event description:
It was reported by the customer that the needle separated from its base staying in the patient. This was reported to have occurred on two occasions. No medical treatment was required, and the needle was successfully removed with ease. Medication was successfully administered after the needle was replaced and there were no concerns with dosage.

Manufacturer narrative:
A review to the DHR of product catalog number 16-n3005, lot number cjcc07-01, no abnormal issue was detected. The retained samples of this lot was tested. The results meet the specification. No returned sample available till now, the root cause can't be detected currently. A supplemental report will be filled upon getting more information.